Manufacturer narrative:
Evaluation summary: the customer's stated problem was verified in that the pump was not operating properly. The device displayed error 80, the pwa (printed wire assembly is inoperable). The pwa was replaced. It should be noted that no problems were reported to be found with the pump giving a " blockage" message. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
It was reported that a patient's pump displayed 0.2ml of medication remaining, but the pump exhibited a blockage detected error.